Event description:
Patient reported to have undergone two knee replacements within one year due to metal allergies. A biomet knee was implanted during the most recent knee revision procedure; however, the date of the procedure was not provided. The patient further reported that the knee makes noises and that he is experiencing pain. Additionally, the patient indicated that radiographs taken did not reveal anything, but that tests taken suggest infection is present on the top part of the knee. No subsequent revisions have been reported to date.

Manufacturer narrative:
A biomet employee obtained event details from comments posted on an internet forum pertaining to knee replacements and forwarded the information for investigation; however, the information contained in the post is very limited. Without appropriate identification, the manufacturing and invoice history cannot be reviewed to aid in investigation. Date of event - unknown. Expiry date - unknown as no product identification has been provided. Date implanted - no details regarding dates of procedures were provided. Initial reporter - patient posted a comment on an internet forum pertaining to knee replacements with regard to the issues he is having with his biomet knee. Manufacture date - unknown as no product identification has been provided. This report filed (B)(4), 2011.